Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal fentanyl (concentration 1000mcg/ml; dose 399.7mcg/day) via an implantable infusion pump. Indication for use was non-malignant pain. A pump motor stall occurred on (B)(6) 2015 at 19:51 and as of (B)(6) 2015 the motor stall had not recovered. The patient had not recently had magnetic resonance imaging (MRI). The patient experienced symptoms of anxiety, cold, nervousness, cold symptoms, stuffy nose, agitation, and shakiness. The onset of the symptoms was sudden. On (B)(6) 2015 the patient was given a prescription for fentanyl 100mcg every 72 hours and percocet 10/325mg three times a day as needed. The pump dose was decreased to 6.1mcg/day. The hcp was planning on replacing the pump; however, no date was yet scheduled. Outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).